Event description:
A (B)(6) female patient contacted zoll customer support to report that her response buttons broke off of her monitor and was not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button missing) was confirmed. Upon receipt the front and rear response button covers and metal domes were missing. The response buttons were non-functional due to the missing response button domes. In the event the monitor detects a treatable rhythm at the response button screen, the monitor would bypass the screen in order to deliver a treatment. The monitor was otherwise fully functional and able to detect and treat a patient upon initial evaluation. The root cause for the missing response button covers and metal domes cannot be positively determined. No adverse event resulted from the defective response buttons. The patient received a replacement monitor.